Event description:
It was reported by service report that the stair chair had a broken lock mechanism and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Emt attempted to open chair by pushing lock mechanism in wrong direction and snapping both ends.